Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the universal battery charger (ubc) not powering up as expected was confirmed. The returned universal battery charger, serial (B)(4), was evaluated on 21oct2020. Visual inspection of the ubc revealed evidence of fluid ingress in slot #1 and directly beneath slot #1 on power supply pcb. The ubc did not power up as expected. The customer does not want the unit to be repaired and wants the unit to be scrapped. A root cause of the reported event was determined to be fluid ingress; however, a root cause of the fluid ingress was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient brought in a battery charger that was not working. The battery charger was plugged in again and nothing happened. It was less than 1 year old and was under warranty for repair.